Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon was disengaged from the cannula. The lock collar valve seal, obturator and valve doors appeared intact. The condition in which the device was received precludes functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon from the cannula may occur when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being introduced to the abdominal wall during a laparoscopic inguinal hernia repair, the balloon loosened and was removed from the sheath. It was also stated that there was a rapid loss of abdominal pressure due to the device issue and incision was extended by less than 1 inch. Another trocar was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being introduced to the abdominal wall intra-operatively, the balloon loosened and was removed from the sheath. There was no patient injury.